Event description:
It was reported during a routine check performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had the power cord that was missing the ground prong. There was no patient involvement reported.

Manufacturer narrative:
G3 (date received by mfg corrected from 12/10/2021 to 12/08/2021).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit once arrived to perform the return to good stock check, the fse found that the power cord was missing from the ground plug and the batteries were swapped with an expired battery. To fix the issue the fse replaced the cord reel assembly and the battery packs. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: corrected fields: h6 (type of investigation, investigation findings). Additional contact info: (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, the fse arrived on the site in order to evaluate the iabp unit and, once arrived, to perform the return to good stock check. Actually, fse had found that the "power cord" was missing from the "ground plug," and the batteries were swapped with an expired battery. In order to fix the given issue, fse replaced the "d012-00-1688-21"- reel, ac power cord, domestic, tdk lambd, "d146-00-0097"- battery pack, li-ion. After the replacement, fse performed all functional and safety checks in order to meet the factory specifications. The unit had passed all the functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical use. There is no involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: ((B)(4)): additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the power cord that was missing the ground prong. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.